Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted for infection along with two competitor products. The infection was secondary to the patient being involved in a car accident causing trauma to her pacemaker site. During the procedure, attempts to extract the leads were challenging. The ra lead's helix mechanism would not retract and the lead was found to be fractured and subsequently broke during attempts to remove it. The patient developed intraprocedural complications, therefore a cardiothoracic surgery and vascular surgery consultation was taken. A vascular perforation with right sided hemothorax was confirmed. Initially, the patient was hemodynamically unstable but ultimately stabilized with volume support and time. No surgical intervention was needed. The patient died approximately one month later. There were no additional allegations or complications reported.